Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, device history record review, complaint history review, surgeon's assessment), the failure appears to be primarily related to a user error (patient activity and prosthetic overstress) rather than a device malfunction. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 48-year-old male patient (heating engineer) underwent a revision surgery due to painful crackling during movement and when using the thumb, nearly two years post initial implantation ((B)(6) 2023). During the revision surgery, the pe liner was found fractured in 2 parts. The surgeon replaced the short-offset neck with a straight one.